Event description:
According to the reported information, the bottom cover of the maxi sky 2 ceiling lift detached and fell to the spreader bar. There was no indication that the ceiling lift was used to transfer the patient when the cover detached. No injuries were reported.the device evaluation did not identify any component issues. The cover was reattached.

Manufacturer narrative:
During an inspection by the arjo technician, it was observed that the rail for the ceiling lift passes through two rooms separated by a door. If the maxi sky 2 is moved along the rail and the door is closed, it may collide with the door, causing the bottom cover to detach. The instructions for use dedicated to maxi sky 2 (001-15698-en) warn: "before transferring a patient, make sure there are no obstacles in the transfer path". This potential cause was discussed with the facility staff, who were advised to ensure the doorway is clear for the ceiling lift to pass through. In summary, there was no evidence that the maxi sky 2 was used to transfer the patient. The device¿s cover detached which indicates the device did not meet its specifications. The complaint decided to be reportable due to bottom cover detachment.